Event description:
It was reported through a remote transmission that the patient's implantable cardioverter-defibrillator exhibited post paced t-wave over-sensing resulted in no defibrillation therapy. Programming changes were made. The patient had no adverse consequences.